Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinician observed that the patient has a lot of pause episodes, however they are not true pauses. In addition, the device was undersensing the r-wave, even at the highest sensitivity setting. The device remains in use. No patient complications have been reported as a result of this event.